Manufacturer narrative:
Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed by ultrasound, fever and pain. The device has been explanted and replaced.